Event description:
The customer complained about the breakage of a cryomacs freezing bag during thawing. Photos and an incompletely filled in questionnaire were available for the investigation. The customer stated that no serious deterioration in the state of health of the patient occured but did not give any details. Based on the available information no detailed investigation was possible. A deviation in handling the bag causing physical stress is suspected. This is the second complaint for this lot with an incident rate of (B)(4).